Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported at one day post lasik treatment of the left eye, the patient noticed blur, foreign body sensation, pain and tearing. Reporter indicated a slipped corneal flap was noted, and a bandage contact lens (bcl) was placed on the eye. The flap was repositioned a few days later. Additional information has been requested.